Event description:
It was reported that the insulin pump alarmed motor error during rewind process. The customer's blood glucose was unknown. The discontinuation of the device was advised. The customer stated that they still wanted to use the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.